Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted on 17feb2025, 04mar2025, and 11mar2025 to obtain confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the unit would not go into standby. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the issue occurred during setup. When standby mode was activated, the device returned to normal ventilation. The customer confirmed that the air inlet filter was clean. In the pneumatics screen the average air reading was -3.5 when set to 0, which was out of specification. The customer was provided with the part information for the flow sensor assembly (fsa) and gas delivery system (gds). This investigation is ongoing.